Event description:
With two fast-fix devices, during placement of the suture bars, complete penetration of the second suture bar through the meniscus was not achieved. This resulted in two suture bar remaining in the joint capsule. The repair was completed with back-up devices. There was a surgical delay of no more than 20-minutes. No further procedural complication or injury to the patient was reported.